Event description:
It was reported that patients leads had migrated and was fractured after a fall. The leads had high impedances and patient experienced inadequate stimulation. The implantable pulse generator (ipg) was non-functional. All components were explanted, and patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)): the returned lead was analyzed and with all the available information, boston scientific concludes that the reported event was not confirmed. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-1416 (sn (B)(6)): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. An analysis of the data log indicates that the ipg has not reached the end of its life, as the battery voltage remains within the required threshold, and the ipg exhibited typical characteristics during the functional assessment.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087950, UDI:(B)(4). Product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 213231, UDI:(B)(4).

Event description:
It was reported that patients leads had migrated and was fractured after a fall. The leads had high impedances and patient experienced inadequate stimulation. The implantable pulse generator (ipg) was non-functional. All components were explanted, and patient was doing well postoperatively.